Manufacturer narrative:
The device was received for evaluation. As received, balloon was found ruptured and the balloon latex edges did not appear to match up. Through lumen was patent without any leakage or occlusion. No other visible damage or inconsistency was observed from the catheter body or syringe. Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site, based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. All events will continue to be reviewed and monitored.

Event description:
Per report received from austria, while trying to inflate the balloon with air and inject contrast media for a second time during a crt (cardiac resynchronization therapy) pacemaker procedure, the balloon of this swan-ganz catheter burst and a small piece of the balloon was missing; therefore, it did not inflate anymore. The catheter was withdrawn; the remaining balloon was confirmed to be attached to the catheter body. Then, the insertion catheter was flushed, and the balloon missing piece was searched in the working area without success. The device had been tested prior to use correctly. There was no allegation of patient injury. Patient demographics have been requested. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while trying to inflate for a second time the balloon with air and inject contrast media to check catheter position during a crt (cardiac resynchronization therapy) pacemaker procedure, the balloon of this swan-ganz catheter burst and a small piece of the balloon was missing; therefore it did not inflate anymore. The catheter was withdrawn; the remaining balloon was confirmed to be attached to the catheter body. Then, the guiding catheter was flushed, and the balloon missing piece was searched in the sterile area of the operating room and inside the patients body via fluoroscopy without success. The device had been tested prior to use correctly. No further intervention was performed. There was no allegation of patient injury. The patient is in good health.

Manufacturer narrative:
As per information received, added information to section a2, a3 and updated b5 (the guiding catheter was flushed, and the balloon missing piece was searched in the sterile area of the operating room and inside the patients body via fluoroscopy without success. No further intervention was performed. The patient is in good health.